Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted to address the issue. Reportedly, the infection resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Infection was resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.